Manufacturer narrative:
Additional information was received indicating that this record is a duplicate of another report; reference MFR report number 1218950-2023-00380.

Event description:
The customer wanted to know if the alarm rang, as it is possible the alarm may have not rung. The device was in clinical use at the time the event was reported. The patient was reported to have died.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).